Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured january 20, 2015 ¿ january 22, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the sample pictures found evidence that the tubing was partially broken at the junction of the distal luer lock. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a kink in the tubing near the rate adjustment tool. This occurred before use of the device. There was no patient involvement. No additional information is available.